Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Unipolar rv pace impedance measurement was within normal limits at approximately 540 ohms. Following the lss to unipolar, there was some noise with oversensing. The rv lead was programmed with split bipolar sensing and unipolar pacing. Oversensing was not reproducible with isometrics. Technical services (ts) reviewed possible causes. This crt-p and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Unipolar rv pace impedance measurement was within normal limits at approximately 540 ohms. Following the lss to unipolar, there was some noise with oversensing. The rv lead was programmed with split bipolar sensing and unipolar pacing. Oversensing was not reproducible with isometrics. Technical services (ts) reviewed possible causes. This crt-p and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Unipolar rv pace impedance measurement was within normal limits at approximately 540 ohms. Following the lss to unipolar, there was some noise with oversensing. The rv lead was programmed with split bipolar sensing and unipolar pacing. Oversensing was not reproducible with isometrics. Technical services (ts) reviewed possible causes. This crt-p and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this crt-p system was surgically revised and replaced. The can was explanted, and the right atrial (ra) and right ventricular (rv) leads were surgically abandoned. The left ventricular (lv) lead remains in service. No additional adverse patient effects were reported. The crt-p device was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. -- the product has been received for analysis. This report will be updated upon completion of analysis. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Unipolar rv pace impedance measurement was within normal limits at approximately 540 ohms. Following the lss to unipolar, there was some noise with oversensing. The rv lead was programmed with split bipolar sensing and unipolar pacing. Oversensing was not reproducible with isometrics. Technical services (ts) reviewed possible causes. This crt-p and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this crt-p system was surgically revised and replaced. The can was explanted, and the right atrial (ra) and right ventricular (rv) leads were surgically abandoned. The left ventricular (lv) lead remains in service. No additional adverse patient effects were reported. The crt-p device was returned for analysis.